Event description:
The customer reported to olympus that the gastrointestinal videoscope was having issues with flow, that the irrigation water is not working, and the distal tip is peeling off. The issue was observed during set up for a therapeutic esophagogastroduodenoscopy (egd) procedure. The procedure was completed with a similar device without delay. There was no patient harm or user injury reported due to the event. The device was returned for evaluation. During the evaluation, it was noted that the water mixed with the air in the air/water supply. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the findings were as follows: the angulation is below standard, the control knob has play on both knobs, the distal end plastic cover has a chip and scratches, the objective lens and the light guide lens have tiny chips, and the bending section rubber glue is cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the returned device found that the water mixed with the air in the air/water supply during evaluation; however; per the legal manufacturer, this issue of the air entering the air/water nozzle/channel is not likely to cause or contribute to death or serious injury if the malfunction were to recur.